Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that an alarm was heard. It was reported that the patient's pump was dead and shut off. The pump was alarming after being programmed to stopped pump. The pump started alarming two weeks ago. The patient was in the hospital with withdrawal and was currently in the clinic. The telemetry was difficult in the clinic, but once telemetry was successful the pump status reported reset occurred, the pump was programmed with incompatible version, and cannot determine last version. The date display showed 1/1/2000 and the software version was (B)(4). The hcp had to re-enter the catheter information and drug/dosing information in order to reach the tools tabs to program in the pump off password. The pump was successfully programmed with pump off code.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving a 5 mg/ml dilaudid at a dose of 0.77 mg/day, 250 mcg/ml clonidine at a dose of 38.5 mcg/day, and 5 mg/ml bupivacaine at a dose of 0.77 mg/day via an implantable pump for non-malignant pain and complex regional pain syndrome type ii. It was reported that the representative was contacted by a hcp at the emergency department (ed) where the patient¿s pump was critically alarming with a reset and safe state. The event logs had not been accessed or reviewed. No medical symptoms were reported. On 2016-09-29, additional information was received. The logs were read and indicated a premature low battery alarm. The patient and hcp have chosen to not replace the pump at this time. The patient was going to manage the pain with medications and an existing stimulator. The plan was for eventual explant unless they change their mind. The cause of the alarms was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.